Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, product type: screening device. (B)(4) pertain to the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient with an external neurostimulator (ens). The patient reported that they were attempting to switch to the left lead. However, the left lead migrated and they switched back to the right side. The patient was advised to speak with their healthcare professional (hcp). No patient symptoms or further complications were reported or were expected.